Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was on 13jul2023. Upon initial observation, the patient cable of the mpu was found damaged. The mpu was connected to ac power; however, the mpu did not power on. The cause of the reported event was isolated to the damage found on the patient cable. The cable was replaced, and a functional check was performed per op, heartmate mobile power unit service process. The mpu passed all testing. The unit was returned to the customer site ready for use. The replaced patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. The returned patient cable was inserted into a functioning test mpu within the ppe lab. Upon connection to power, the mpu alarmed with a yellow wrench. A resistance test was performed and a short to shield was found on the underlying yellow wire (15vcc power). The cable was stripped at the site of a slice found on the cable ~20inches from the power cable connector, and a hole in the underlying yellow wire with metal braiding, from the shield of the cable, piercing the yellow wire. The root cause for the yellow wrench was due to damage to the patient cable; however, a root cause for the damage to the cable was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The product was shipped on 26aug2021. Heartmate 3 instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) displayed a yellow wrench alarm while connected to ac power. The customer tried replacing 3 aa batteries with the same issue. A different power cable was tried with the same issue so the mpu would undergo a full functional check.